Event description:
It was reported that diagnostics performed prior to a vns pt's revision surgery resulted in high lead impedance. The reporter indicated that the surgeon had decided to replace the pt's lead because there was a significant amount of scar tissue at the electrode site which he believed would continue to contribute to the high impedance. The explanted products were discarded by the hosp. Good faith attempts for add'l info have been unsuccessful to date.